Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously low sodium (na) and high chloride (cl) results generated by the unicel dxc 800 pro synchron clinical systems. The ise system was recalibrated and samples were re-tested. The repeated sample results were reported out of the lab. Actual results were not provided. Patient treatment was not affected.

Manufacturer narrative:
The ise system is calibrated every 24 hours followed by a qc run. Prior to the event, na and cl results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse decontaminated the ise system and replaced parts. Although hardware issues were addressed by the fse, a clear root cause for this event has not been determined.